Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold of 5 volts at 1.5 milliseconds. A new lead with different model was implanted. No additional adverse patient effects were reported.